Event description:
It was reported that the customer experienced high blood glucose of 566 mg/dl. The customer stated she received a battery out limit and weak battery alarms on her insulin pump. Assistance was provided with clearing the alarms. It was found that the batteries were out of the insulin pump for a greater duration than allowed by the insulin pump, so this was standard operation. The customer treated her high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.